Manufacturer narrative:
The review of the device history records did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the recurrence of this type of event for this implant , the cause for the event is a user error . Indeed , while inserting the prothesis , the top endplate must have hit an osteophyte which explants that it was not secured which also explains why it was this endplate that disassembled or came off first. As mentioned in the st -step 2 its recommended to manually remove all posterior osteophytes on the superior and inferior vertebral endplates. As needed, address large, significant anterior osteophytes. The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed - lack of discectomy). Device returned not decontaminated.

Event description:
Mobi-c p&f : disassembly. It was a two level cervical surgery; the surgeon began to insert the device into the disc space and after the first gentle tap, the cartridge released and the implant split into 3 pieces. The endplate and the core were atop the vertebral body and the last endplate was still engaged to the cartridge. Update received on the 3rd of august 2018. The patient is fine. The surgery was delayed 5 minutes or less (no patient jeopardy). The tech guide was followed and the tech advanced the threads until the metals met. -- the tech was cautioned that tightening too much causes the cartridge to disengage. Distraction was correct and the ldr distraction set was used. There were no tissue issues, the plate and core were just not secure. The surgeon put the disc into the space and after the firstly mallet tap everything fell apart. The implant was sent back but not received yet . Update received on october 30 2018: the implant disassembled when they were trying to implant the disc, the top piece came loose first. They were impacting the device and while tapping it in, the top became loose and popped off the peek cartridge. No level was used at that stage and a parallel distraction device was used .

Manufacturer narrative:
Product not returned yet to manufacturer , examination was not performed yet. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Waiting for product return. Investigation still in progress.

Event description:
Mobi-c p&f : disassembly. It was a two level cervical surgery ; the surgeon began to insert the device into the disc space and after the first gentle tap, the cartridge released and the implant split into 3 pieces. The endplate and the core were atop the vertebral body and the last endplate was still engaged to the cartridge. Update received on the 3rd of august 2018: the patient is fine. The surgery was delayed 5 minutes or less (no patient jeopardy). The tech guide was followed and the tech advanced the threads until the metals met. The tech was cautioned that tightening too much causes the cartidge to disengage. Distraction was correct and the ldr distraction set was used . There were no tissue issues, the plate and core were just not secure. The surgeon put the disc into the space and after the first mallet tap everything fell apart. The implant was sent back but not received yet .